Event description:
Severely reddened back area and burn blister/size of burn blister: thumb size [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist reporting for a patient received from (B)(4) (regulatory authority report number (B)(4) based on information received by (B)(4) from (B)(6) (via via gsk) (manufacturer control number (B)(4), license party for thermacare heatwrap. An (B)(6) year-old female patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number s91704) on (B)(6) 2020 for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient applied the heatwrap in the morning of (B)(6) 2020 (over her underwear) and left it applied for approximately 7 hours. She removed it before the time was due because it burned so much. The area continued burning however. After removal of heatwrap, she noted severely reddened back area and burn blister. Size of burn blister: thumb size. She applied dexpanthenol (bepanthen) wound and healing ointment for several days. The wound worsened and she saw her physician on (B)(6) 2020 und was treated by the physician since. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report.

Event description:
Event verbatim [preferred term]. Severely reddened back area and burn blister/size of burn blister: thumb size/had weaping wound in the beginning - yellowing wound secretion, and was currently still reddened [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist reporting for a patient received from bfarm (regulatory authority report number (B)(4)) based on information received by pfizer from angelini (via via gsk) (manufacturer control number de282). An 87-year-old female patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number s91704) on (B)(6)2020 for an unknown indication. Relevant medical history included diabetes, hypertension and hypothyroidism, all ongoing and metabolic defects (thyroid, cholesterol) and gout. Concomitant medication included metformin film-coated tablet for increased blood sugar, simvastatin film-coated tablet for increased cholesterol, ramipril/ hct tablet for hypertension, ass 100 tablet for platelet aggregation inhibition, protaphane human insulin for increased blood sugar, l-thyroxin tablet for hypothyroidism, bisoprolol tablet for hyprtension and allopurinol tablet for gout (all concomitant medications reported as: permanent medications). Thermacare was already used and tolerated before. The patient applied the heatwrap in the morning of (B)(6)2020 (over her underwear) and left it applied for approximately 7 hours. She removed it before the time was due because it burned so much. The area continued burning however. After removal of heatwrap, she noted severely reddened back area and burn blister. Size of burn blister: thumb size. She applied dexpanthenol (bepanthen) wound and healing ointment for several days. The wound worsened and she saw her physician on (B)(6)2020 und was treated by the physician since. Upon follow-up on (B)(6)2020, it was reported that the patient had weaping wound in the beginning - yellowing wound secretion, and was currently still reddened. No surgical intervention was necessary. The wound was treated with flamazine, after that with bepanthen and after that without medication. The medication taken at event onset was pain killers (ibuprofen) and antibiotic ointment (flamazine). The event was considered medically significant. The action taken with thermacare heatwrap in response to the event was unknown. The outcome of the event was not recovered. The reporter suspects a causal relation between the occurred event and the use of thermacare. Per the product quality group: after a review of the batch thermal records the root cause category is non assignable and complaint can not be confirmed as a quality defect. The batch thermal results met all product release criteria. The consumer reported she experienced burns and blisters after using the heatwrap for 7 hours. The cause of the consumer burns is inconclusive since review of the records does not provide evidence to support defective product. The effect of the product may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: no; severity of harm: n/a site sample status: not received. Follow-up (29may2020): follow-up attempts completed. No further information expected. Follow-up (11jun2020): new information received from the same pharmacist includes: medical history, concomitant medications, past drug history, treatment information, and reaction data (updated outcome of event). Follow-up (28may2020): new information includes investigational results. No follow-up attempts needed. No further information expected.

Manufacturer narrative:
After a review of the batch thermal records the root cause category is non assignable and complaint can not be confirmed as a quality defect. The batch thermal results met all product release criteria. The consumer reported he experienced burns and blisters after using the heat wrap for 7 hours. The cause of the consumer burns is inconclusive since review of the records does not provide evidence to support defective product. The effect of the product may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: no; severity of harms: n/a site sample status: not received.

Event description:
Event verbatim [preferred term], severely reddened back area and burn blister/size of burn blister: thumb size/had weaping wound in the beginning - yellowing wound secretion, and was currently still reddened [burns second degree]. Narrative: this is a spontaneous report from a contactable pharmacist reporting for a patient received from bfarm (regulatory authority report number (B)(4)) based on information received by pfizer from angelini (via via gsk) (manufacturer control number de282). An 87-year-old female patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number s91704) on (B)(6) 2020 for an unknown indication. Relevant medical history included diabetes, hypertension and hypothyroidism, all ongoing and metabolic defects (thyroid, cholesterol) and gout. Concomitant medication included metformin film-coated tablet for increased blood sugar, simvastatin film-coated tablet for increased cholesterol, ramipril/ hct tablet for hypertension, ass 100 tablet for platelet aggregation inhibition, protaphane human insulin for increased blood sugar, l-thyroxin tablet for hypothyroidism, bisoprolol tablet for hyprtension and allopurinol tablet for gout (all concomitant medications reported as: permanent medications). Thermacare was already used and tolerated before. The patient applied the heatwrap in the morning of (B)(6) 2020 (over her underwear) and left it applied for approximately 7 hours. She removed it before the time was due because it burned so much. The area continued burning however. After removal of heatwrap, she noted severely reddened back area and burn blister. Size of burn blister: thumb size. She applied dexpanthenol (bepanthen) wound and healing ointment for several days. The wound worsened and she saw her physician on (B)(6) 2020 und was treated by the physician since. Upon follow-up on (B)(6) 2020, it was reported that the patient had weaping wound in the beginning - yellowing wound secretion, and was currently still reddened. No surgical intervention was necessary. The wound was treated with flamazine, after that with bepanthen and after that without medication. The medication taken at event onset was pain killers (ibuprofen), and antibiotic ointment (flamazine). The event was considered medically significant. The action taken with thermacare heatwrap in response to the event was unknown. The outcome of the event was not recovered. The reporter suspects a causal relation between the occurred event and the use of thermacare. Follow-up (29may2020): follow-up attempts completed. No further information expected. Follow-up (11jun2020): new information received from the same pharmacist includes: medical history, concomitant medications, past drug history, treatment information, and reaction data (updated outcome of event). Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
After a review of the batch thermal records the root cause category is non assignable and complaint cannot be confirmed as a quality defect. The batch thermal results met all product release criteria. The consumer reported she experienced burns and blisters after using the heatwrap for 7 hours. The cause of the consumer burns is inconclusive since review of the records does not provide evidence to support defective product. The effect of the product may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A full investigation was not performed by the manufacturing site at this time. No other information was received about the customer or product. This case investigation is considered completed. If additional information becomes available, it will be assessed at that time. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status: not received.

Event description:
Event verbatim [preferred term] severely reddened back area and burn blister/size of burn blister: thumb size/had "weeping" wound in the beginning - yellowing wound secretion, and was currently still reddened [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist reporting for a patient received from bfarm (regulatory authority report number (B)(4)) based on information received by pfizer from angelini (via gsk) (manufacturer control number de282). An 87-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: s91704, expiration date: jun2020) on (B)(6) 2020 for an unknown indication. Relevant medical history included diabetes, hypertension and hypothyroidism, all ongoing and metabolic defects (thyroid, cholesterol) and gout. Concomitant medication included metformin film-coated tablet for increased blood sugar, simvastatin film-coated tablet for increased cholesterol, ramipril/ hct tablet for hypertension, ass 100 tablet for platelet aggregation inhibition, protaphane human insulin for increased blood sugar, l-thyroxin tablet for hypothyroidism, bisoprolol tablet for "hypertension" and allopurinol tablet for gout (all concomitant medications reported as: permanent medications). Thermacare was already used and tolerated before. The patient applied the heatwrap in the morning of (B)(6) 2020 (over an undershirt) and left it applied for approximately 7 hours. She removed it before the time was due because it burned so much. The area continued burning however. After removal of heatwrap, she noted severely reddened back area and burn blister. Size of burn blister: thumb size. She applied dexpanthenol (bepanthen) wound and healing ointment for several days. The wound worsened and she saw her physician on (B)(6) 2020 und was treated by the physician since. Upon follow-up on (B)(6) 2020, it was reported that the patient had weeping wound in the beginning - yellowing wound secretion, and was currently still reddened. No surgical intervention was necessary. The wound was treated with flamazine, after that with bepanthen and after that without medication. The medication taken at event onset was pain killers (ibuprofen) and antibiotic ointment (flamazine). The event was considered medically significant. Action taken with thermacare heatwrap in response to the event was unknown. The outcome of the event was not resolved. The reporter suspects a causal relation between the occurred event and the use of thermacare. Per the product quality group on 28may2020: after a review of the batch thermal records the root cause category is non assignable and complaint cannot be confirmed as a quality defect. The batch thermal results met all product release criteria. The consumer reported she experienced burns and blisters after using the heatwrap for 7 hours. The cause of the consumer burns is inconclusive since review of the records does not provide evidence to support defective product. The effect of the product may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A full investigation was not performed by the manufacturing site at this time. No other information was received about the customer or product. This case investigation is considered completed. If additional information becomes available, it will be assessed at that time. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status: not received. Follow-up (29may2020): follow-up attempts completed. No further information expected. Follow-up (11jun2020): new information received from the same pharmacist includes: medical history, concomitant medications, past drug history, treatment information, and reaction data (updated outcome of event). Follow-up (28may2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (11aug2020): new information received from product quality complaints (pqc) group included: updated suspect product and expiration date. No follow-up attempts are needed. No further information is expected.